Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion that required surgical intervention. An intellanav stablepoint open-irrigated catheter and an intellamap orion catheter were selected for use. Post ablation procedure, a pericardial effusion was recognized during the control echo. Patient was still sedated, and blood pressure was not really low. A puncture was performed to resolve the complication. Patient is now fully recovered. Devices are expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this intellanav stablepoint open-irrigated catheter was visually inspected which identified that the tip was bent/kinked. This damage most likely occurred during handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Pericardial effusion is noted within the IFU as a potential adverse event associated with the use of the device.

Event description:
It was reported that the patient experienced a pericardial effusion that required surgical intervention. An intellanav stablepoint open-irrigated catheter and an intellamap orion catheter were selected for use. Post ablation procedure, a pericardial effusion was recognized during the control echo. Patient was still sedated, and blood pressure was not really low. A puncture was performed to resolve the complication. Patient is now fully recovered. Devices are expected to be returned.